Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to chronic dizziness, balance problem, hear rattling sounds with the device use and poor performance since activation. There are no plans to reimplant the patient with a new device as of the date of this report.